Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 486 to 512mg/dl due to a bent cannula. The customer treated with an injection. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was advised to return the entire set for analysis. Customer also indicated that they had battery issues but the customer declined further troubleshooting.